Event description:
It was reported the screen is dark and cannot see to use. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the display was on but very dark. After the repair was completed the display then went black. The printed circuit board was out of electrical specification.